Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal (baclofen) 2000mcg/ml for a total dose of 751.3mcg/day and gablofen (baclofen) 2000mcg/ml for a total dose of 751.3mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported the patient's pump was empty and healthcare professional (hcp) had access to an 8840. An empty pump alarm was occurring and the patient missed a refill. It was reviewed why no priming was needed, dosing considerations, refilling and monitoring for volume discrepancy and efficacy, considerations for catheter and tubing patency/damage, and interrogating the pump to confirm empty reservoir. Logs showed low reservoir alarm occurred on (B)(6) 2017 and empty reservoir alarm occurred on (B)(6) 2017. It was stated the pump would be refilled today ((B)(6) 2017) and the patient will be brought back sooner to check for volume discrepancy. No symptoms were reported. It was noted that the patient was taking oral medication in the meantime while their pump was empty. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6) never applied to this event instead (B)(6) has always applied to this event. It was a mistake on our end. (B)(6) was never reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jun-27 reported the patient's weight at time of event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth.